Event description:
07/jan/2025, for (B)(4). Event occurred in germany. Commercial case on (B)(6) 2024. Used the oscor sheath for the transeptal access. We use the oscor sheath to maneuver the optrell and vclas catheter to the lv (left ventricular). Dr. Fink noticed that there was back flow through the oscor sheath valve and there were air bubbles on the luer-lock drawing tube. The physician decided to change the sheath and opened a new one, and no further issues reported. The destino reach was used for ablation treatment of monomorphic ventricular tachycardia. There was a delay for exchanging the sheath, total time is not known. There was no medical or surgical intervention required. The patient was not affected. The device is being returned (fedex tracking (B)(4). 13/jan/2025, for (B)(4). Healthcare facility was provided, diabetes und herzzentrum nordrhein wesfalen (hdz-nrw). The device was used in a normal venous access path when the event occurred. Patient has no calcification, normal venous anatomy. No blood transfusion required, blood loss was very minuscule, not clinically relevant.

Manufacturer narrative:
The following sections were updated in follow-up 1. B3, b4, b5, d9, g3, g6, h2, h3, h6 & h11. H2: updated event date. One 10f destino reach steerable guiding sheath was returned under RMA# 1202105207 with the dilator. There were no other accessories. Traces of blood were found on and inside the sheath and dilator. According to the event description summary, the sheath was leaking from the hemostasis valve. The hemostatic valve looked normal with a very slight tear in one of the helical cuts (figure 1). The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath did not exhibit leakage when tested using this method. The sheath was then tested using the iso 11070 for liquid leakage test method. The device was occluded at the distal tip and pressurized to 38kpa and held at this pressure for 30 seconds and no leakage was observed from the hemostatic valve. The sheath was further pressurized beyond 300kpa and no leakage was observed from the stopcock, sideport or through the handle. Per manufacturing procedure (non-peelable sheath final assembly) assembling the cap and seal visually inspect seals 100% before use. Carefully inspect seals to ensure that the helical center cut is present before assembly. Do not pull, bend or separate seals during inspection. If the seal is not properly cut, reject the seal and do not use for assembly. Notify the appropriate manufacturing supervisor before proceeding. Per procedure (destino steerable guiding sheath in-process and final inspection): the leak test is performed according to procedures based on available leak tester. The leak test is performed by manufacturing personnel 100% and is observed by quality assurance personnel at an aql level. The instructions for use (IFU) informs the user: wet the dilator shaft with sterile saline solution prior to insertion through the hemostatic valve. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Returned device analysis revealed the sheath did not leak when tested manually and aspirated as expected. The sheath also met the iso leakage test method requirement. The hemostatic valve looked normal and intact with only a very slight tear. The sheaths are leak tested 100% by manufacturing and observed by qa at an aql level. The hemostatic valves are also inspected 100% by manufacturing before final assembly of the sheath. In conclusion, the review of the DHR did not identify any manufacturing anomalies of this type and passed all final testing prior to shipment. The stated failure of the returned product was not confirmed by our investigation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
This event addresses the issue for: leaking from the hemostasis valve (3 occurrences; lot: dp-20216 used in one procedure; other lot numbers not available at this time). I am contacting you to report a recent series of deficiencies regarding the oscor destino reach 10fr/50mm steerable sheath. These incidents have been documented by adagio field engineers during procedures using our vclastm catheter (treatment of monomorphic ventricular tachycardia). The physicians we work with have been using the oscor sheath with no reported issues for several years. Most concerning is a commercial case that occurred on (B)(6) at (B)(6). (Sheath lot: s9130723.) Post-procedure, the patient complained of blurred/disrupted vision. An MRI head scan revealed a small cva with an acute lesion, reported on (B)(6). The physician, dr. (B)(6), has claimed that the sheath is the cause of the stroke. As he explains in the email (dated on (B)(6) 2024), the sheath is prone to leak at the hemostasis valve allowing air to enter the annular space between catheter and sheath. Further, he explains that blood is tracking backwards into the sheath creating coagulation and potentially embolization during manipulation. This is the only reported incidence of cva with an adagio patient. Other reported deficiencies, just on (B)(6), involve: leaking from the hemostasis valve (3 occurrences; lot: dp-20216 used in one procedure; other lot numbers not available at this time). Event is being processed under (B)(4). Occlusion (1); dilator would not pass fully through the ID of sheath (lot: s9298168). Event is being processed under (B)(4). Broken pull wire (1); out of the box condition. (Lot: s9152180). Event is being processed under (B)(4). Please advise how you would like to proceed and, if necessary, the formal path for reporting complaints. In several of the above cases, but not all, the sheath was retrieved and can be forwarded to oscor for evaluation. I have concerns with regard to the sheath. There is often a break in the seal at the back of the shoes which means that the sheath will leak blood backwards out of the hole where the catheter goes in. We have often found air enter the sheath when we check with aspiration. Additionally, even with irrigation we often found that blood is tracking backwards into the port of the sheath. This is a significant concern because I worry about blood stasis and then coagulation within the sheath and then embolization causing stroke when we manipulate the catheter.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.